Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was selected to be used. A computed tomography (CT) analysis was performed before the procedure, augmented with transesophageal echocardiography (toe) and angiographic assessment. The anatomy was deemed suitable for either a 35mm or 31mm closure device. A 35mm closure device was initially selected, however after several attempts the device did not meet position, anchor, seal and size (pass) criteria. The physician opted to repeat transeptal puncture and selected a 31mm closure device. The 31mm closure device was implanted successfully, met all pass criteria and was released. No pericardial effusion was noted post implant procedure. A follow up transthoracic echocardiogram (tte) performed later the same day also showed no evidence of effusion. The patient was ready to be discharged the following day when it was reported feeling unwell. Further evaluation raised suspicion of cardiac tamponade, and pericardiocentesis was performed. The closure device potentially may have caused a small dissection with the fixation anchor. The patient is recovering well and is expected to be discharged in due course.